Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735857, serial/lot #: -, ubd: , UDI#: h3, h6: no products were received by the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's camera cart monitor was still intermittently going black. The site said that the camera cart screen will go completely black for about 10 to 15 seconds then will illuminate with the word loading in the middle of the screen, then it would come on with the medtronic blue screen, then go back to normal matching the main cart. This all happened in about 60-90 seconds. Itwas important to note that the whole time this was happening, the main cart and boom monitors continued to display with no issue. It was isolated to the camera cart monitor. This was the third occurrence.  In previous cases the camera cart monitor, uninterruptible power supply (ups), and power cable connecting the two had all been replaced, but issue still persisted. Technical services (ts) had the medtronic representative (rep) switch the cables from camera cart ups v4 and v5; ts wanted to rule out an issue with the power running from v5 to the camera cart monitor. There was no patient involvement.

Manufacturer narrative:
H3, h6: the system was serviced in the field and the display port cable was replaced. The system passed system checkout and was functioning as expected. Applicable codes: b01, c0201, d02 the cable, product ID: 9735857, was returned for analysis. Analysis found that there was no physical damage to the cable and the cable passed continuity testing with no opens or shorts detected. There was no problem found with the returned cable. Applicable codes: b01, c19, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.